Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were confirmed to be worn. The contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and contamination was found under the contrast key contact.